Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery for 5 minutes. It was reported after registration, the surgeon felt that he was accurate and felt accurate all throughout the case. Then suddenly, he felt inaccurate and was inaccurate on the face when touching known anatomical landmarks. At this point, navigation was aborted and the surgeon proceeded with the case. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.